Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that, "femoral anchorage stem fractured through cross-locking hole of stem. Anchorage plate remained intact. Reason for stem fracture unk. On (B)(6) 2011, pt was revised to a 12mm gmrs plasma stem (used off label) 40mm gmrs body segment, gmrs/hmrs adapter ii and the hmrs distal femur was replaced. No other components from previous surgery were exchanged. Original surgery performed in (B)(6)."